Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal and the remote dose adapter stuck in the remote dose connector. Functional testing was able to duplicate the reported problem. The remote dose connector and the dso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connector was not detected. The event occurred before patient use.